Event description:
The pt was "extremely" hemodynamically unstable and in shock prior to surgery. Intraoperatively, the valve was extensively thrombosed with heavily organized thrombus present around the annulus and in the office causing both leaflets to be immobile in the near-closed position. The valve was explanted and replaced with a 25m-101. The pt was unable to be weaned from bypass and expired in the operating room.